Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the report of fiber mirror broke is confirmed as analysis identified the glass cap was moving independently within the metal cap indicating glue failure. It is probable that the identified tissue adhesion on the metal cap contributed to elevated temperatures near the laser beam output window, leading to the glue failure. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in cooling saline flow. Continuous elevated temperatures can lead to fiber damage, including metal cap detachment. In addition, analysis also identified a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. Although, analysis also identified devitrification at the fiber tip, please note devitrification is a normal degradation of the fiber that occurs through normal use. Per the updated reported event, the procedure was successfully completed with the second fiber without patient complications. Based on the information available, it is unlikely that the fiber inability to delivery energy would not cause or contribute to patient/user serious deterioration in state of health if it were to recur. Technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual examination identified that the glass cap was moving independently within the metal cap indicating glue failure. The glass cap exhibited severe devitrification at the output window. The glass cap exhibited a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The metal cap exhibited severe debris adhesion on the surface which is indicative of prolonged tissue contact. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing confirmed that there were no breaks along the fiber body. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Labeling review: a review of device instructions for use (IFU) was performed. The instructions for use states; connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: the glass cap/metal cap misalignment due to glue failure of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted glass cap/metal cap misalignment due to glue failure. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during the procedure to treat the benign prostatic hyperplasia, the fiber mirror broke after 100j and 1:05 minutes of use. The fiber was replaced, and the procedure was completed with a second fiber without patient complications.

Event description:
It was reported that during the procedure to treat the benign prostatic hyperplasia, the fiber mirror broke after 100j and 1:05 minutes of use. The fiber was replaced, and the procedure was completed with a second fiber without patient complications.